Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's infusion device vibrated and alarmed during the night. The patient did not recall what was alarm was displayed, but she did state that the device stopped after delivering 3 units of insulin. The patient experienced an elevated blood glucose level of 480 mg/dl. She did not attempt to correct her blood glucose levels herself, but went to the hospital where she remained for six days. She was treated with a saline infusion and intravenous treatment of insulin. The patient experienced ketoacidosis, vomiting, and headache. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.